Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6944-65, lead, implanted: (B)(6) 2014; dtba1d1, ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) occurred due to high impedance on the left ventricular (lv) lead. It was also indicated that lv impedance values had been trending upward. Reprogramming was done for the lead. The lv lead remains in use. No patient complications have been reported as a result of this event.